Manufacturer narrative:
Internal report reference number: (B)(4). Meter, kit and test strips (or items in kit) were not returned for evaluation. Complaint was forwarded to packaging and internal evaluation completed. Packaging records were reviewed, no abnormalities observed. Most likely underlying root cause: (B)(6): use error caused or contributed to event. Note: manufacturer made several attempts to contact customer to ensure the replacement products resolved the initial concern - unable to establish contact with customer

Event description:
Consumer initially reported complaint for missing package item. Daughter is calling on behalf of the customer. Customer stated that the kit seemed to have been opened previously and then sealed up again with clear tape. When he opened it, it was missing the meter and the carrying case. The customer feels well and did not report any symptoms. No medical attention associated with the use of the product was reported.